Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: foreign material was found in the biopsy channel, the light guide rod lens was cracked and chipped, the charged coupled device cover lens was chipped, the light guide cover glass lens glue was chipped, the charged coupled device cover lens glue was chipped, the plastic distal end cover had a sharp edge, the bending section cover rubber glue was cracked, the bending tube was deformed, the connecting tube had a scratch and a scratch pocket-pouch, the connecting tube protector was shaved, the air/water nut paint was peeling off, the suction cylinder nut paint was peeling off, the universal cord had a scratch, the plug unit had a damaged housing, and the right/left/up/down knob angulation had play and was not to the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a stop in the instrument and was gray at the probe edge. The issue was observed during a procedure and there were no reports of patient or user harm associated with this event.